Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Eleven events were reported for this quarter. Seven devices were received. The reported event was not duplicated during testing for 5 devices; however, the devices were outside specifications. One device was found to be affected by corrosion and damaged components. One device was found to be affected by corrosion and worn components. One device was found to be affected by worn components. Two devices were found to be affected by corrosion. Two device evaluations are in progress. Four devices are available for evaluation but have not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 11 malfunction events, in which the device overheated. Eight reported events had no patient involvement; no patient impact. Two reported events had patient involvement with no patient impact. One event had no known patient involvement; no known patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale: corrected data: 6 previously reported events are included in this follow-up record. Product return status: 5 devices were received for evaluation. 1 device was not available to stryker for evaluation. Evaluation status: 4 events were not confirmed during testing; however: 1 device was found to be affected by gritty bearings. 3 devices were found to be affected by corrosion. 1 reported event was not confirmed during testing; the device was found to be within specifications. Additional information: 6 devices were not labeled for single-use. 6 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 11 </noe> malfunction events, in which the device overheated. 8 reported events had no patient involvement; no patient impact. 2 reported events had patient involvement with no patient impact. 1 event had no known patient involvement; no known patient impact.